Event description:
A hemodialysis inpatient user facility has reported that during a treatment a blood leak occurred. Rim of dialyzer began leaking onto exterior of dialyzer approximately 1 hour in treatment. The leak was visually observed, blood had leaked outside the dialyzer and a crack was observable on the dialyzer. Estimated blood loss was 50 - 100 cc's. Patient did not require any medical intervention. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.